Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarm 5 occurred during basal delivery. The customers blood glucose level was not impacted. The customer was able to load a cartridge successfully.

Manufacturer narrative:
.